Event description:
It was reported that one month post implant of this right atrial (ra) lead a perforation of the right atrium was observed. A surgical intervention was performed. Three days later the patient was seen in follow up and there were no issues noted with the lead. The following day the patient died at home. It was unknown if there were any issues with the lead. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant products: 5086mri52 implantable pacing lead implanted (B)(6) 2013; a2dr01 implantable pulse generator (ipg) implanted (B)(6) 2013. (B)(4).

Manufacturer narrative:
Additional information was received on 2013 (B)(4), that the perforation likely occurred greater than 10 days following implant. The patient had surgical repair of the perforation by imbrication of the perforated lead and did well for 11 days. The patient suffered a witnessed cardiac arrest with suspicion of acute rupture of the myocardium (presumably atrium) and sudden and tragic hemopericardium. Autopsy results are pending.